Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service and an issue with the active exhalation control module was observed. The active exhalation control module needed replaced to address the issue. Additional evaluation revealed the device failed a test step during testing and the sensor board needs replaced to address the issue. There was no issue observed with the active exhalation control module.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module observed. The device's active exhalation control module was replaced to address the issue.